Event description:
During removal, catheter broke, x-ray showed catheter fragment in right external jugular. Pt taken to or for cervical exploration. Fragment not located and fluoroscopy showed fragment migrted to pulmonary artery. Pt taken to catheterization suite where fragment retrieved.